Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: side-to-end anastomosis was performed with eea25 and the procedure was completed without problem. However, bleeding occurred 3 hours after surgery. Since arterial pulsation and bleeding around the anastomoses part were confirmed with an endoscope, two clips were applied to reinforce the part. The anastomoses part is located about 8 or 10 cm from the anus. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss.